Manufacturer narrative:
H2, h3, h6: software analysis was completed, an no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Visual inspection of the returned power supply confirmed damaged components; electrically overstressed resistors. Previously reported codes b01 and d02 are applicable, as is code c02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(4), UDI#: (B)(4). A representative went to the site to preform system check out. It was reported that there were parts replaced and the system was preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used pre-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was beeping during system set up. Generator status was disabled, and rebooting couldn't improve the issue. The procedure was completed successfully after use of the system (o-arm) was discontinued and they continued with a different system (c-arm) instead. There was no harm to the patient present, and there was no delay